Event description:
This lead was capped and replaced due to high impedances and no capture at max outputs. This occurred after the patient had a fall.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.